Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca. On the same day, the pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the event was possible related to the study device.

Manufacturer narrative:
(B)(4). Evlauation results: (myocardial infarction).